Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced the controller due to a controller malfunction. The specific malfunction was not specified. The patient's mpu was powered by a generator at the time of the event. Log file analysis revealed that there were no external power alarms while connected to the mobile power unit (mpu). No further information was reported. Related manufacturer report number: 2916596-2020-03422

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was downloaded from the returned and associated system controller. A review of the downloaded log file showed events spanning approximately 9 days (B)(6) 2020 ¿ (B)(6) 2020, (B)(6) 2020 per time stamp). Events occurring on 29jun2020 occurred during lab testing at abbott. A low power hazard and no external power alarms activated (B)(6) 2020 between 02:08:37 ¿ 02:08:50 due to a loss of ac power to the mpu. The backup battery provided power to the system during this event. The driveline was disconnected on 06jun2020 at 02:13:58 and remained disconnected for the remainder of the log file for a controller exchange. There were no other notable alarms active in the log file. Pump operation was not affected. Additional provided information communicated on 16oct2020 stated that the serial number of the mpu was not available, it is unknown if there was a v-lock connector, if the power cord came loose from the unit or the back of the wall, or if there were any environmental factors that may have caused a loss of power. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage and no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.